Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. E1: patient city: (B)(6). Patient country: finland. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in finland it was reported that the patient was hospitalized on (B)(6) 2026 due to site issues, developing a rash and significant skin irritation from the infusion sets. Symptoms included skin irritation/pain/infection. The insertion site was the stomach. The length of the hospital stay was less than twenty-four hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.